Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument allegedly had a dislocated joint. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The reporter was unable to confirm if the instrument was grasping a tissue when the issue occurred. There was no medical intervention required when the issue occurred and there was no bleeding. The customer replaced the instrument to complete the procedure. There was no injury to the patient and there was no incidence of instrument collision.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a bent grip, causing vertical misalignment of the grips. There was a portion of the grip near the base, closest to distal clevis pin that extended further than manufactured. The complaint was confirmed by failure analysis. Additional observation not reported by site: the instrument was found to have mechanical indentations/burrs at the grip-tips.